Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a curved-tip stapler 30 instrument partially fired while clamped on an artery. Prior to calling an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the customer installed another stapler to complete staple line and continue. The tse checked the logs and verified a single, possibly related error. The customer also noted that when they removed the stapler instrument, a staple fell inside the patient, but was retrieved. The tse recommended the customer to send the stapler instrument back for failure analysis. The procedure was completed. Isi followed up with the initial reporter and obtained the following additional information: the event occurred during the customer's first attempt to staple the pulmonary artery using a robotic stapler instrument. Prior to firing, the instrument had been in use for approximately 30 minutes without any noted issues pertaining to functionality, clamping, tissue tension, or bunching. There was no known history of tissue calcification, prior radiation, or chemotherapy exposure. The staple line was observed to have unformed (c-shaped) staples and was incomplete. There were several staples missing, and one staple fell inside the surgical cavity. A blade may be exposed message was reportedly generated. However, the surgeon did not observe an exposed blade. The customer denied firing on any existing staple lines. No buttress material was used. Also, there were no obstructions between the jaws of the stapler instrument prior to firing. Additionally, there was no bleeding, holes/gaps in the staple line or unplanned tissue removal reported. The stapler reload did not get stuck to tissue, and no fragments remained in the patient. The procedure was continued robotically after exchanging the faulty stapler for a new one. Both the stapler instrument and reload are available for return to isi for evaluation. No collision with other surgical instruments occurred. No additional tissue removal or interventions were needed as a result of the stapler misfire. No photographs or video of the incident were available.

Manufacturer narrative:
The curved-tip stapler 30 and stapler 30 reload have not been received for failure analysis evaluation. Note: refer to medwatch report (MDR) with MFR report #2955842-2025-45545 for MDR submission of the single staple that fell inside the patient but was retrieved during the same surgical procedure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Field d9 is blank because the product part is unknown. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture. Field h10 is blank as there are no related report numbers. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Manufacturer narrative:
Updated fields: section d, h2, and h11. Additional information: on 24-nov-2025, the following additional information was obtained: the customer believed the event involved a white stapler 30 reload. The logs show stapler 30 curved-tip stapler instrument (part # 470530-09, lot # t10240426-0033) was used first. It was installed on the system 2 times and fired 2 white stapler 30 reloads. On install 1, the first clamp was successful, and the firing was completed without error. On install 2, the first clamp was successful, but was followed by a firing failure. The firing stopped and the logs show an error code representing the failure. The instrument was then removed and not used in the procedure again.

Event description:
Refer to h11 for follow-up information.